Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in cmplnt-(B)(4), cmplnt-(B)(4), and cmplnt-(B)(4).

Event description:
It was reported that a patient experienced recurrent peritonitis coincident with peritoneal dialysis (pd) therapy on an unknown date. No information regarding hospitalization or treatment was provided regarding the first event. Approximately four weeks later, the patient reported a second peritonitis event and was hospitalized the same day. The cause of the peritonitis is unknown. On an unreported date, the patient was treated with cefazolin and tobramycin (given via addition to pd therapy bags, doses, frequency, and duration not reported). Dianeal therapy was ongoing. At the time of this report, the patient was hospitalized and recovering. Additional information was requested, but is not available at this time. This is report 1 of 4.